Manufacturer narrative:
H4: device manufactured in december 2021 . H10: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed with no issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked from an unspecified location. The issue was identified during filing. There was no patient involvement. No additional information is available.